Event description:
Pt's blood glucose (bg) was 28 mg/dl at about 4 am; 1.5 units of insulin was given. Twenty minutes later, her bg was 34 mg/dl. At 4:47 am, her bg was still low, at 54 mg/dl. She was taken by emt to the emergency room due to low bg. The pod was deactivated and discarded. Pt went home the same day.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. We are unable to assess the product condition to determine if any malfunction occurred that may have caused or contributed to the pt's hypoglycemia. The omnipod user's guide advises that "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem." The user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms or hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The omnipod user's guide provides thorough instructions on how to detect and treat hypoglycemia. Product lot qualification records were found to have met all acceptance criteria.